Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead exhibited loss of capture in the bipolar configuration and pace impedances were around 170 ohms. The patient underwent a revision procedure and this product was surgically capped and abandoned. A new lead was successfully placed. No further complications were reported.

Event description:
Additional information was received that prior to the revision procedure the system exhibited oversensing and high pacing thresholds.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead was exhibiting noise and decrease in pacing impedances less than 200 ohms. It was stated that the system had declared a lead safety switch (lss). The patient has a sinus rate around 70 beats per minute and have not seen a decrease in pacing. The patient did have a couple syncopal episodes; however, they are not believe to be related to the atrial lead and the patient is undergoing further studies to determine the root cause. The noise on the atrial electrogram do not correlate to the time when the patient has experienced syncope. At this time, the physician plans to monitor the ra lead.

Manufacturer narrative:
Additional information has been requested. However, at this time, there is no further information available. If additional information becomes available this report will be updated.